Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, a coronary sinus dissection was noted under fluoroscopy. The issue was resolved. No further information could be obtained at this time.